Event description:
It was reported that device detachment and patient death occurred. The patient presented with st-elevation myocardial infarction. The target lesion was located in the mildly calcified and non-tortuous left anterior descending artery (lad). After the lesion was stented, an opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the vessel. After the ivus run, the catheter was withdrawn without encountering any resistance. However, when the device was removed, the distal hypotube remained in the lad. Fluoroscopy showed only one marker and that the catheter transducer had been removed. When the guidewire was pulled back, the catheter fragment stayed in the patient. A balloon was advanced using a guide extension catheter, but the catheter fragment continued to move down the vessel. Many attempts, including snaring, were made to remove the catheter fragment but none worked. The device fragment was pushed to the distal lad and left there. The patient left the procedure stable and on pressors. The next day the patient was brought back in cardiogenic shock. The lad was occluded, which was thought to have been caused by the device fragment left in the vessel. When a non-boston scientific heart pump was being inserted to provide support, a left ventricle perforation occurred and the patient did not recover. It was further reported that this event was reported via medwatch mw5118361.

Manufacturer narrative:
The device was not returned for analysis. Media inspection revealed that the imaging window detached at the end of the lap joint and a kink in the drive shaft next to the lap joint. Media review.

Event description:
It was reported that device detachment and patient death occurred. The patient presented with st-elevation myocardial infarction. The target lesion was located in the mildly calcified and non-tortuous left anterior descending artery (lad). After the lesion was stented, an opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the vessel. After the ivus run, the catheter was withdrawn without encountering any resistance. However, when the device was removed, the distal hypotube remained in the lad. Fluoroscopy showed only one marker and that the catheter transducer had been removed. When the guidewire was pulled back, the catheter fragment stayed in the patient. A balloon was advanced using a guide extension catheter, but the catheter fragment continued to move down the vessel. Many attempts, including snaring, were made to remove the catheter fragment but none worked. The device fragment was pushed to the distal lad and left there. The patient left the procedure stable and on pressors. The next day the patient was brought back in cardiogenic shock. The lad was occluded, which was thought to have been caused by the device fragment left in the vessel. When a non-boston scientific heart pump was being inserted to provide support, a left ventricle perforation occurred and the patient did not recover.